Event description:
It was reported that the pump touch screen was shattered. Reportedly, the reason for the shattered screen was unknown. Customer's blood glucose was 169 mg/dl. Customer would continue to use the pump for insulin therapy.